Manufacturer narrative:
On december 23, 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2018. On march 19, 2018 the patient reported that during an array change on (B)(6) 2018, a yellow discharge with a foul smell was noted. Optune therapy was temporarily discontinued. On (B)(6) 2018, novocure was informed by the prescribing physician that the patient was being treated for wound dehiscence with a povidone iodine sugar paste ointment. On (B)(6) 2018, the prescribing physician reported the wound dehiscence had worsened and the cranial bone beneath the wound was scheduled to be removed on (B)(6) 2018, due to wound infection. The prescriber stated that the bone would not be replaced and therefore there was no plan to restart optune therapy after the surgery. Per the prescribing physician, the patient's skin was fragile and the physical force from removing the transducer arrays caused the event.